Event description:
Our clinic has received 4 complaints of children being injured within hours of using a bedwetting alarm. In each case, the child was using the alarm for just a few hours before the accident happened. The alarm was new and in all four cases, injuries were to the child's skin near neck from the alarm overheating under normal use. We have the alarms in our possession.